Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shock and 2 burst of anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and stated that the therapy initially inhibited and then the ventricular rhythm became more stable, so the therapy was delivered. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.